Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. In addition we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported while a patient was wearing a pod between 1 and 4 hours their blood glucose level read high (>500 mg/dl). The patient removed the pod and it was discovered that the cannula was not properly inserted into the insertion site (back). In addition the cannula was found bent. The patients parent had contacted their doctor over the phone for advice. The patients doctor provided a diagnoses of diabetic ketoacidosis (dka).the patients doctor advised the parent of the patient to give 3 manual shots of 5 units of insulin each and to increase the basal by 70% for 8 hours also to keep giving son fluids. As treatment, the patient applied a new pod. The patient's blood glucose history are as follows: (B)(6).